Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017 from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained compounded baclofen [2250 mcg/ml] at a dose of 900 mcg/day. It was reported the patient experienced a return of symptoms that started on (B)(6) 2017. The pump logs were checked, and programming confirmed there were no anomalies. Reported symptoms included increased spasticity, itching, and being uncomfortable. The change in therapy/symptoms was considered sudden. The patient was last refilled on (B)(6) 2017, and there was a concentration change form 2000 mcg/ml to 2250 mcg/ml. A bridge bolus was programmed to deliver the old drug for 19 hours. Concomitant drugs included oral baclofen. No further patient complications were reported. Additional information received on (B)(6) 2017 from the hcp via the representative reported actions/interventions taken to resolve the return of symptoms included increasing the dose. Additional information received on (B)(6) 2017 from the hcp via a business partner reported the patient presented to the hospital for the return of symptoms (increased spasticity), itching, and be uncomfortable. The patient was admitted for ¿a study¿ (not further clarified). No further patient complications were reported.